Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 200 mg/dl back to back with a result of 103 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. The customer disconnected before a request could be made for the return of the suspect device although replacement product was sent.